Manufacturer narrative:
(B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported via phone that the customer's expressew needle broke and became jammed in their expressew iii without hook during a rotator cuff repair. The needle did not fall into the patient. There were no patient consequences or delays. The case was completed with other like devices. The sales rep was not present during the case and could not provide any more details. The devices are being returned.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected for the reported failure mode. Visual observation revealed the tip of the needle broken and the rest of the needle is jammed inside the shaft of the gun. Also, it appears that the flag on the needle that helps load and unload the needle onto the gun is missing. The complaint can be confirmed. This failure can be attributed to mishandling of both the expressew gun and the needle. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available.